Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation to confirm the alleged defect reported and determine a root cause, it is necessary to evaluate the sample involved in this complaint. If the device becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint from (B)(6) alleges "the in-line t neb connector does not fit to the breathing circuit". Alleged defect reported as detected during a pre-test prior to a patient use. There was no report of patient harm.

Manufacturer narrative:
Qn# (B)(4). The customer reported that the in-line t nebulizer connector does not fit to the breathing circuit. The customer returned components of catalog number 41745 (micromist nebulizer, w/in-line nebtee vlv) which consists of a cap, jet, jar, tubing, reduced hose end, in-line neb tee w/valve and soft flex tube. A visual exam was performed and it was observed that a metal staple is attached to one of the reduced hose end of the tubing. No other defects or anomalies were observed. Dimensional inspections were performed on the stem of the jar, on the reduced hose end, on the soft-flex tube and on the in-line neb tee with valve. No dimensional issues were found. Functional testing was also performed and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The sample was found to be within specification.

Event description:
Customer complaint from (B)(4) alleges "the in-line t neb connector does not fit to the breathing circut". Alleged defect reported as detected during a pre-test prior to a patient use. There was no report of patient harm.